Manufacturer narrative:
The previous report was submitted for pcba electrical damage, which is not reportable at this moment, hence this report is submitted for not reportable due to accessory damage, there is no observation for device malfunction found.

Event description:
A dreamstation auto CPAP device was returned to the third party service center as part of the recall process with no initial complaint. During servicing of the device, visible foam particles was observed. Additionally, pcba electrical damage, damaged buttons on upper enclosure and scratched ui panel were also observed. The device has been scrapped. If any additional information is received, a follow up report will be filed.